Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 326 mg/dl. The customer delivered a bolus to stabilize bg level. During troubleshooting tandem technical support (cts) a system check was performed indicating the pump was functioning as intended. The customer declined to check the infusion set site. Review of pump history indicated that an incomplete bolus alert had occurred. The customer had attempted to deliver a bolus earlier and received an incomplete bolus alert. Cts educated the contact and customer about the meaning of the alert and how the alert occurs. Contact and customer acknowledged.